Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported the patient presented emergently with stomach and back pain approximately 3 years later. A CT scan showed the patient had a type ia endoleak. The physician carried out a secondary procedure and implanted a endurant aortic extension and six endoanchors to treat the type ia endoleak. The event resolved following the procedure. The physician reported the cause of the event could not be determined. No additional clinical sequelae were reported, and the patient is fine.